Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient presented to the emergency room for another indication and was diagnosed with peritonitis. The patient was not hospitalized for the peritonitis event. The same day as diagnosis, the patient started out patient treatment with intraperitoneal ceftazidime (1 g per day for 14 days) for the peritonitis event. Three days after diagnosis, the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.